Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed on the device and revealed an untightened blue winged luer cap. A functional leak test was performed and showed no signs of leak once the cap was tightened. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked during storage. The device had been filled with an unknown amount of fluorouracil and saline. There was no patient involvement. No additional information is available.